Event description:
It was reported that; syringe body peek tabs stripped and acculif tl was unable to expand higher than that of the point of stripping.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Conclusion: a plausible root cause cannot be determined because it is unknown exactly how/when the device became damaged.

Event description:
It was reported that; syringe body peek tabs stripped and acculif tl was unable to expand higher than that of the point of stripping.